Event description:
During testing at the user facility, it was noted that the device touchscreen does not respond when pressed. Prior to testing, the device was returned to the biomedical dept with a note: "unable to activate pm mode". No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen did not respond when pressed. This was due to a damaged front bezel assembly. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.